Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: carto 3 (12520). Stockert (s/n:(B)(4)). Cool flow pump (s/n:(B)(4)). (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/1/15. Due to the august 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. (B)(4). It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional, suffered cardiac perforation which required a pericardiocentesis. Since the bleeding did not stop, the patient was intubated and transferred to or for surgery. A cardiac surgeon opened the chest and stitched and closed a left ventricle perforation. The patient was extubated the following morning. The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, (B)(6), female, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional, suffered cardiac perforation which required a pericardiocentesis and the total 3.4l of fluid was removed. Initially the physician drained about 1.7l of fluid from the pericardial space while they gave reversal agents since the patient had been on heparin and entered the procedure with a therapeutic inr. Once the patient was reversed and blood products had been given, the physician continued to drain an additional 1.7l from the pericardial space. Since bleeding did not stop, the patient was intubated and transferred to or for surgery. A cardiac surgeon opened the chest and stitched and closed a left ventricle perforation. The patient was extubated the following morning. The patient was reported to be in stable condition. The physician¿s opinion regarding the cause of this adverse event is that this is the left ventricle was perforated with the smarttouch catheter during the ablation, since the only catheter in the left ventricle was the smarttouch catheter. The customer used a st jude medical brk needle and a st jude medical 8.5fr mullins sheath during the procedure. During the procedure, no error messages was observed, however the smarttouch catheter was never ¿zeroed¿ so that the customer was able to get force readings on carto. The flow setting was 30cc/min and power was between 40 and 50w during the ablation. No anomalies were found on the catheter during the procedure.